Manufacturer narrative:
(B)(4).

Event description:
(B)(6) contacted dexcom on behalf of the patient on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion site and insertion date were not provided. There was no report of any injury or medical intervention. No additional event or patient information is available.